Event description:
The customer was performing a mononuclear cell (mnc) procedure and called to inquire about giving a bolus for hypovolemia/hypotension. The patient's blood pressure began to drop 90 minutes into the procedure. The patient had also undergone an mnc procedure on (B)(6) 2013. Per the customer, the patient was volume depleted from the procedure and had severe diarrhea and low electrolytes at the beginning of the procedure on (B)(6) 2013, which had not been replaced from the previous day. The patient was complaining of chest tightness during the procedure on (B)(6) 2013 and an EKG was ordered. During the procedure, she was given normal saline (ns) 1400 ml, potassium chloride (kcl) 40 meq po, kcl 40 meq po, magnesium sulfide (mgs) 2gm IV, kcl 20 meq IV, anticoagulant (ac) 1200ml, ns 1400 ml,zofran 12 mg IV, calcium gluconate 5 gm IV. After the procedure, she was given kcl 20 meqiv. Her condition was improving after the procedure. The results of the EKG are not known at this time. The customer was unable to provide the patient identifier or age. The disposable set is unavailable for return for evaluation. This report is being filed due to medical intervention in the form of EKG and IV fluids.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer stated that the patient's EKG was normal, but her other labs came back with her electrolytes being out of balance. The customer also stated that the patient's issues had nothing to do with the procedure, the patient was just very sick. Per the therapeutic apheresis: a physician's handbook, hypotension may occur in as many as 1% of procedures. Based on the evaluation by the patient's physician, the symptoms were due to the donor's physiology. Root cause: based on the evaluation of the patient by the customer, the cause of the reaction was due to the patient being volume depleted from the day prior to the procedure.